Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event email- this is the same doctor that has previous issues and re-training, it appears, he is spinning the thumb wheel to aggressively and quickly for it to ¿misfire¿ this is user error. Complaint form- the shortshot appeared to miss fire of the during haemorrhoid banding.